Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an infection which continued up the leads and into the patient's brain. The entire device system was removed. Upon release from the hospital the patient's body began to reject the medication prescribed to fight the infection in the patient's brain. Prior to the explant the patient was receiving effective therapy.

Event description:
Follow-up information received indicated that the patient was no longer having concerns with his device or therapy.